Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient name/initials not available for reporting. It is unknown when the device breakage and non-union occurred. This report is for one unknown distal femur plate UDI: no part number, UDI unavailable device is unavailable for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who underwent a repair of a distal femur fracture on (B)(6) 2016 was reported to have a non-union determined by x-rays on an unknown date. The patient underwent a revision surgery on (B)(6) 2016 where one broken distal femur plate (may have been a 10-hole plate) and an unknown number of intact screws were removed. It was additionally noted during the surgery that one of the screws had broken post-operatively at the end of the screw shaft. This broken screw was implanted behind a total knee implant and subsequently was difficult to see. The surgeon opted to not attempt removal and left the screw shaft, hidden behind the previously implanted devices. The broken plate and screw fragment were easily removed without any additional medical intervention. The patient was revised to a condylar plate which was implanted laterally and a proximal humerus plate (off label) that was implanted medially using an unknown number of synthes screws. Procedure was completed successfully. Patient status is unknown. Concomitant devices reported: unknown screw. This is report 1 of 2 for (B)(4). This report is for one unknown distal femur plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: total knee implant, (part # unknown, lot # unknown, quantity 1).